Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak occurred during peritoneal dialysis therapy. This occurred during dwell one of eight while the patient was connected. The patient stated they dripping on their abdomen. The patient stated a white piece on the patient line, right above where their catheter connected, was leaking. The patient had already disconnected. The technical service representative assisted the patient with ending therapy and advised the patient to start over using new supplies. The technical service representative advised the patient they may have some fluid and advised patient to ensure they drain before next fill. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. The reported lot number was not valid. Visual inspection with naked eye and microscope noted damaged drain line tubing, patient line luer connector and last fill line pull ring cap. Functional testing included underwater pressure leak test, clear passage test, clamp function test and device to device interaction testing. Leak testing noted a leak through the damaged drain line tubing and the patient line luer connector. The reported condition was verified and the cause was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.